Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.